Event description:
It was reported that during removal of the epidural catheter, it separated with a 3-4cm piece retained in the patient. It was decided not to remove the small piece of catheter. There were no complications and the patient was discharged.